Event description:
Unable to shape tip of wire with the guidewire introducer (dr felt that the wire is defective because it won't shape). The round barrel of the wire introducer was used to roll the wire over for shaping, not the wire through the introducer and shape it as it exits the introducer tips. A new wire was used and worked fine. Unknown lot number for the new deice.

Manufacturer narrative:
The following elements have blank data: device manufacturer's street address: for type of device: wire, guide, catheter. City: for type of device: wire, guide, catheter. State: for type of device: wire, guide, catheter. Zip: for type of device: wire, guide, catheter.

Event description:
Unable to shape tip of wire with the guidewire introducer (dr felt that the wire is defective because it won't shape). The round barrel of the wire introducer was used to roll the wire over for shaping, not the wire through the introducer and shape it as it exits the introducer tips. A new wire was used and worked fine. Unknown lot number for the new device.

Event description:
Unable to shape tip of wire with the guidewire introducer (dr felt that the wire is defective because it won't shape). The round barrel of the wire introducer was used to roll the wire over for shaping, not the wire through the introducer and shape it as it exits the introducer tips. A new wire was used and worked fine. Unknown lot number for the new device.

Event description:
Unable to shape tip of wire with the guidewire introducer (dr felt that the wire is defective because it won't shape). The round barrel of the wire introducer was used to roll the wire over for shaping, not the wire through the introducer and shape it as it exits the introducer tips. A new wire was used and worked fine. Unknown lot number for the new device.

Manufacturer narrative:
The following elements have blank data.

Event description:
Unable to shape tip of wire with the guidewire introducer (dr felt that the wire is defective because it won't shape). The round barrel of the wire introducer was used to roll the wire over for shaping, not the wire through the introducer and shape it as it exits the introducer tips. A new wire was used and worked fine. Unknown lot number for the new device.